Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lung cancer radical surgery, while being applied off from the pulmonary blood vessels, lung tissue, the stapler can be fired but there was poor stitch formation and there was "post-styled" hair bleeding and some stitches forming poor. The distal staple line was also incomplete. They reinforced the suture to repair it. They changed the device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.